Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels rose to 16 mmol/l (288 mg/dl) while wearing the pod. The patent was unable to get the pod to communicate and the patient went to the hospital for assistance. The patient went to her healthcare provider (hcp) who attempted to activate a new pod with no success. The doctor prescribed the patient with a prescription for novorapid insulin and aspart sanofi fast acting insulin pen for treatment. The patient stayed with the hcp for twenty minutes and picked up the prescription approximately an hour later. The patient attempted to activate two additional pods at home with no success. Once the patient power cycled the personal diabetes manager, the patient was able to activate the fifth pod.